Event description:
It was reported that the customer experienced high blood glucose. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test. The motor passed the motor test. The device had scratched lcd window.